Event description:
The manufacturer received information alleging a ventilator spontaneously shutting off and restarting. There was no harm or injury reported. Upon further review, this complaint has been deemed as a reportable event. Information provided that device is not available to be returned to manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40 pro, 501k number: k121623.